Event description:
Depuy acromed was notified by the patient that patient had a polyaxial screw break post-operatively. The screw was implanted in 1999. According to the complaint, successful fusion occurred. The patient complained of pain. The broken screw remains implanted. This event could not be confirmed. The product remains implanted. No evaluation could be performed. No further action can be taken at this time.